Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no reported adverse impact to the customer's blood glucose level. Customer used alternate cable to maintain device use, and technical support arranged shipment of replacement charging cable.